Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, ac yes b no; damaged jaws, abc no; damaged feed bar, abc no; damaged handle shrouds, abc no; damaged tip shrouds, abc no; damaged trigger, abc no; damaged tube, abc no; damaged weld seams, abc no. Functional tests & results: antibackup functional, ac yes b na; firing: feed conform, ac yes b na; firing: form conform, a no b na c yes' jaws: hold clip, abc yes; jaws: inside width at tips, a .214 b .211 c .220; lockout functional, abc yes; number of clips fed and formed a 13 b 0 c 9. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that instrument a was returned with misaligned jaw tips. Instrument b was returned empty and locked out, with misaligned jaw tips. Instrument c was returned in good physical condition. Instrument a was fired and scissored the clips due to the misaligned jaw tips. No testing could be performed as the instrument was returned empty. Instrument c was cycled, fired, cut, and formed the clips within design specification. No conclusion could be reached as to how this damage occurred. This instrument was originally reported as an rpo "record purpose only". Each instrument is evaluated during the assembly process to ensure the jaws hold clips properly.

Event description:
It was reported the devices was used during a laparoscopic nissen fundoplication. It was reported the surgeon experienced spitting clips, scissoring clips (enclosed with devices), and clips not staying on the vessels. This occurred with three different devices. Bleeding occurred after some clips scissored. Surgery was delayed while surgeon waited for bleeding to stop (short gastrics). Bleeding stopped when surgeon applied endo-raytec and surgical and the case continued successfully. There was no consequence to the pt.